Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 , that the values are jumping. The sensor was inserted on (B)(6) 2018. No additional event or patient information is available. "Data has been received but not yet evaluated. A follow up report will be submitted upon completion."

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 , there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. Data was provided. Review of the data log confirmed the report of an inaccuracy. A root cause could not be determined via data.